Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at his scs lead site. An sjm representative met with the patient and confirmed the bump the patient alleged at his thoracic incision site. Additional information received identified the patient's lead was explanted and replaced with a new lead. Intra-operative testing of the lead revealed all invalid impedances. X-rays showed breaks in the wires of the lead. The lead was removed and replaced with a different lead. Effective therapy was reportedly established.